Manufacturer narrative:
Report required by FDA for eua.

Event description:
User reported false positive result. No additional information relating to follow-up testing was provided.

Manufacturer narrative:
Investigation findings code has changed from 173 to 213 from what was submitted in the initial report as well ass investigation conclusion code which changed from 143 to 22.